Event description:
It was reported that during a da vinci surgical procedure while performing an instrument exchange, the surgical staff had difficulty removing the endowrist prograsp instrument. As a result, the surgical staff had to remove the instrument and cannula together. Upon removal of the instrument, it was also noticed a piece of the proximal clevis was missing. After further inspection of the pt's anatomy, the fragmented component was found and removed. The planned surgical procedure was completed without any delay. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed the instrument is broken at the proximal clevis to main tube interface with pieces missing. The proximal clevis is dislodged from the main tube as a result of the breakage. Both the proximal clevis and the main tube are missing pieces. A broken piece of the proximal clevis was returned in a separate container and covers the entire missing section. Per the case notes, the broken instrument component was successfully retrieved from the pt.